Event description:
A distributor contacted heartsine to report that the customer's device's indicator was blinking red and a beeping. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial MDR report with FDA reference# 3004123209-2025-00120 and stryker reference# (B)(4), submitted on 04/01/2025, was submitted in error. There was no report of any critical malfunctions of the device by the customer or distributor. Heartsine evaluated the device and could not duplicate nor verify the issue. It was observed that the anti-tamper label was partially peeled back and unauthorized modification had been carried out on the device. No device problem was found, but cause of the reported issue was determined to be related to the unauthorized modification of the device. The device was scrapped. Section b5 of the initial medwatch report indicates: a distributor contacted heartsine to report that the customer's device's indicator was blinking red and a beeping. This indicates a shock key fault. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: a distributor contacted heartsine to report that the customer's device's indicator was blinking red and a beeping. There was no patient involvement reported with the event.

Manufacturer narrative:
The distributor evaluated the device and verified the issue. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that the customer's device's indicator was blinking red and a beeping. This indicates a shock key fault. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.